Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unintentionally delivered multiple boluses and blood glucose (bg) decreased to between 40-59 mg/dl. Contact assisted by providing juice to the customer. Recommendation was made to consult with healthcare provider regarding diabetes management.